Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and the pump unexpectedly shutting off. Customer¿s blood glucose value was displayed as "high"; although specific value was not provided. Elevated bg was addressed via a correction bolus. Reportedly, the alert cleared, and the pump successfully began charging after using an alternate wall adapter and usb cable.